Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. No conclusions can be drawn without the actual reported device. The lot history record for the lot number provided by the customer was reviewed and there were no non conformances during the manufacture of this lot.

Event description:
A report received from health canada stated, a customer reported to them that there was a leak in the tracheostomy tube's pilot valve. The 6dct was found to be leaking by respiratory therapist. The md decided it was ok to leave the tracheostomy tube in the pt until a tracheostomy tube with no inner cannula (bovina) was available. On 3/9/2010, the md changed the 6dct to a 4dct since a bovina was not available. There was no pt injury or ill-effects. The removed 6dct was tested in water and was found to be leaking at the pilot valve. Tube was discarded by the customer and is not available for analysis.